Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 17 june 2020: lot 178742: (B)(4) items manufactured and released on 29-apr-2018. Expiration date: 2023-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability due to laxity 1 year and 9 months after the primary surgery. The surgeon revised the 11mm poly with a 17mm poly and the surgery was completed successfully.